Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability and pain involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other event for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
Postopertive diagnosis: patient underwent revision following primary tha for hip pain and instability. All components revised, except femoral component, which was found to be well-fixed.

Event description:
Postopertive diagnosis: patient underwent revision following primary tha for hip pain and instability. All components revised, except femoral component, which was found to be well-fixed